Event description:
MFR's response received on 4/30/97: the info provided did not present any evidence to identify any malfunction of the mask. The mask is not sold with tubing, which was identified as the cause of the death. The tracheostomy mask did not cause or contribute to the death of the pt. No corrective action will be taken as no problems were identified with the mask in the report. This investigation is closed.